Event description:
It was reported that the device had failed to detect the syringe size, and the issue appeared to be related to the main board. There was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint of failure to detect syringe size. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review f event log found base not responding, travel reverse error. Visual and functional testing were performed. Visual inspection found the handle and plunger head were wobbly. Also found clutch does not fully disengage. The reported issue was verified through barrel clamp calibration check. Probable cause was main board is visibly and functionally damaged. Replaced main board to resolve reported issue.